Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure, the devices allegedly failed to align properly in the radial vein and artery through the left brachial artery and left medial brachial vein. It was further reported that the health care provider managed to maneuver the devices and was able to align the devices, and create a fistula. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history review was completed for the reported lot number. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was received and evaluated. A 100% visual assessment was performed and nothing abnormal was noticed. The electrode region was inspected using a microscope and nothing abnormal was noticed. Flux density and coaptation testing results in alignment with flux and force expected for the reported lot number. There were no anomalies found with the device performance. The image review stated: challenging anatomy (fairly abrupt s turn, large veins ~ 4-5mm in diameter, artery was 3.8mm in diameter), comment from the field that they wouldn¿t expect this to work all the time. The investigation result is inconclusive due to the fact that the actual conditions of use could not be reproduced. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2021), g4 h11: d1, g1, h3, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure, the devices allegedly failed to align properly in the radial vein and artery through the left brachial artery and left medial brachial vein. It was further reported that the health care provider managed to maneuver the devices and was able to align the devices, and create a fistula. There was no reported patient injury.